Event description:
It was reported that after a da vinci-assisted benign hysterectomy surgical procedure, the sterile processing center discovered that there was damage in the plastic on the fenestrated bipolar forceps exactly where one of the jaws of the forceps attaches. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that there was no thermal damage on the instrument. The instrument was inspected prior to use and no damage or anything out of the ordinary was found. There was no patient injury due to the issue and the procedure was completed robotically.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have the thermal damage on the yaw pulley. The conductor wire did not exhibit any damage. The instrument passed an electrical continuity test.